Event description:
The customer reported that the lh750 hematology analyzer generated an erroneously high reticulocyte count (14.68%) on a sample from one pt. The test results were accompanies by instrument generated messages for cellular interference, nucleated red blood cells and dimorphic red blood cells. The reticulocyte test results were flagged with "h" for high results. The erroneous test results were reported outside of the lab. A manual reticulocyte count was subsequently performed with a result of 4.3%. The customer believed the manual count to be correct and a corrected report was issued. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR is for analyzer 1 of 2. See MDR# 1061932-2011-01168 for analyzer 2 of 2. The sample was collected in a 4 ml vacutainer tube. Raw data were requested for analysis but not provided by the customer. A field service engineer visited the site on (B)(4) 2010 and verified the instrument's operation. The root cause is unk; however, per beckman coulter inc labeling, erythrocyte inclusions stained by new methylene blue, if sufficiently numerous within a sample, and some hemoglobinopathies (such as sickle cell anemia) might affect the accuracy of the reticulocyte enumeration.